Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt stated that she's having memory loss and doesn't use the ins anymore and has used the ins for a few months; pt stated that the ins really hasn't worked that much in the last couple years, but every once in awhile she will recharge the ins, however the ins is not charging now as she hasn't recharged the ins for awhile; pt advised that it was probably four months ago that she last recharged the ins. When patient services (pss) asked the pt for the date/time-frame of when she attempted to recharge the ins and it was unsuccessful, pt stated that it has been a couple months and that it was three months maybe. The patient was redirected to their hcp. No symptoms were reported. Additional information was reported that the patient called stated the patient programmer (pp) is not connecting to implant and implant was jumpstarted (B)(6) 2021 and they haven't done anything with the implant. Patient services (ps) asked patient to use the pp to connect to implant and pp showed poor communication message. Patient services (pss) asked patient to connect with recharger and recharger showed reposition antenna screen. Patient stated the reposition antenna showed up since day after the jumpstart and they haven't been able to charge the implant. Patient stated they have an apt with their doctor on (B)(6) 2021. Additional information was received from the patient. During the call the pt reported that their ins was replaced w/ a new pain stimulator. Pss asked, and the pt stated that it was replaced due to the pt not charging the previous ins correctly. Pt reported that the previous ins died faster than it should have. Pt reported that the ins needed to be replaced because the "battery died". Pt reported the previous ins wasn't charging anymore or coming on to be charged. Pss asked for an event date, and the pt stated that the issue occurred about 4 months before their implant date of their current ins (year valid).

Event description:
Further review indicated the event was reported in error. File was reported based on information added to file concerning a different patient with the same name. See reg report # 3004209178-2021-11847 for reportable information regarding correct patient. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.